Manufacturer narrative:
Alleged hematoma diagnosis was overturned by surgeon. Patient issue resolved itself. No explantation was required. Not a reportable event. Update/corrections to the following sections: b4, b5, d4, g7, h2, h3, h6, and h10.

Event description:
Alleged hematoma.

Manufacturer narrative:
Physician statement: removed hematoma.

Event description:
Hematoma.